Event description:
The facility representative reported a colleague volumetric infusion pump displaying failure code 806.10 on channel b during patient use, resulting in interruption of patient therapy. It is unknown how long therapy was interrupted. No patient injury or medical intervention resulted from the event. No additional information was available at this time.

Manufacturer narrative:
A baxter service technician evaluated the pump and confirmed the customer reported condition of "806.10" due to proximal sensor values that were out of specification. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software version is 5.03.00 and categorized as unremediated.

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation of "device interruption of delivery during patient therapy". Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.